Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a blank display due to moisture damage on electronic assembly. A corroded motor home switch also noted. Unable to confirm beeping with lines on the display due to blank display. Insulin pump had a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
Customer reported that he thinks the insulin pump has water damage. The device started beeping with line and number on the screen. Customer took out the battery for awhile then replaced it and the display stayed blank. Customer's blood glucose was 61 mg/dl. Troubleshooting was performed. Customer stated the device went into the pool. Fluid is located under the lcd display. Customer stated the device was not dropped. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.